Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced when the second column of keys were found to be inoperable during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The 2nd soft key inoperable was verified. The cause was determined to be the non original equipment manufacturer keypad installed on the device. The keypad was replaced should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the 2nd soft key inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.